Manufacturer narrative:
The device was received and inspected under illuminated 10x magnification. The optic was cut in 2 pieces and showed one distorted haptic. The lens met all manufacturing specifications prior to release. The causal relationship between the device and the compromised capsular bag was not determined. While we were unable to determine the definitive cause of this event, our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported that during insertion of the intraocular lens(iol) during routine cataract surgery, the patient's capsular bag became compromised. The surgeon cut the implanted iol in half , removed from the eye and replaced with a new iol without further complication. The causal relationship of the event with the device is not known. Surgeon stated there was no patient injury.